Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump would not turn on when plugged into the computer or wall charger. Tandem technical support verified with the customer that the wall charger and cord were functional. Replacement pump was shipped.

Manufacturer narrative:
Correction h6: removed device codes 1503, 2885.